Manufacturer narrative:
H.6. Investigation:customer returned (7) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9028789. Customer states that when drawing, a stopper was fine however when expelling, stopper doesn't move smoothly. All returned syringes were examined and all exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 9028789 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200804487] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: silicone gun out of adjustment. Correction: the silicone gun was purged per l2l dispatch #57135. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced difficult plunger rod movement prior to use. The following information was provided by the initial reporter: when drawing , a stopper was fine however when expelling, stopper doesn't move smoothly. Other products in the polybag had the same issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced difficult plunger rod movement prior to use. The following information was provided by the initial reporter: when drawing , a stopper was fine however when expelling, stopper doesn't move smoothly. Other products in the polybag had the same issue.